Event description:
New information received notes the asymptomatic patient presented remotely via merlin.net by way of a stored electrogram which revealed non-sustained right ventricular oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing. No further information was available.

Event description:
It was reported the patient presented via a merlin@home transmission electrogram showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made. The patient was stable before, during and after the reprogramming.